Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2024, the patient experienced a skin reaction with itching, redness, blisters and scar under entire patch area. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).